Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml exactamix eva tpn bag had leaked. This event occurred during preparation of the device. It was further reported that the bag had leaked at the weld of the spike port. There was no patient involvement. No additional information is available.